Manufacturer narrative:
Exact date unknown, event occurred over the years from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18281167.

Event description:
It was reported that the patients lead was exposed out of the midline. The patient underwent an explant procedure and was doing well postoperatively. The explanted leads will not be returned.